Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction, and stenosis are listed in the xience skypoint everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, and stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of hospitalization or prolonged hospitalization and unexpected medical intervention appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - date of event: estimated d4: the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated the additional patient deaths reported in the article are captured under separate medwatch reports. The additional devices referenced in b5 are filed under a separate medwatch report number. Literature attachment: article title ¿post-market clinical follow-up evaluation report xience family of stents.

Event description:
This is filed to report adverse patient events. It was reported through the post-market clinical follow-up (pmcf) evaluation report xience family of stents, that there was a small percentage of xience skypoint patients who experienced death (all cause mortality [acm]), myocardial infarction, restenosis, target vessel/lesion revascularization after the procedure. The overall analysis demonstrates that the safety and performance outcomes with xience family of stents are comparable to those with other common des. Skypoint procedures took place from the year 2022 to 2023. Please see the attached post market clinical follow up (pmcf) evaluation report for specific information.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effects of occlusion, thrombosis, myocardial infarction, and stenosis are listed in the xience skypoint everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, and stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments of hospitalization or prolonged hospitalization and unexpected medical intervention appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: a2 ¿ age at time of event: updated from 68 to 69. B3 - date of event updated from 10/4/2023 to 1/6/2025. B7 - other relevant history: updated. C4: treatment/therapy start date estimated as (B)(6) 2025. D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date updated from (B)(6) 2023 to estimated (B)(6) 2025. H6 - type of investigation: code 4109 was removed. The additional patient deaths reported in the article are captured under separate medwatch reports. The additional devices referenced in b5 are filed under a separate medwatch report number. Updated: literature attachment: article title: e-175077 pmcf rpt2122673 rev f.

Event description:
Subsequent to the previously filed reports, additional information was received on 9/08/2025 when more data was collected for the post-market clinical follow-up evaluation report xience family of stents. Xience skypoint patients experienced death, myocardial infarction, restenosis, occlusion, thrombus, target vessel/lesion revascularization and hospitalization. Skypoint procedures took place from (B)(6) 2010 to (B)(6) 2025. Please see the attached pmcf for specific information.